Event description:
Hospital reported: dr. (B)(6) was repositioning a stint in the ureter when the radiopaque band came off the ensnare catheter in the ureter.

Manufacturer narrative:
The customer states the radiopaque band came off the distal end of the catheter while the doctor was repositioning a stint in the ureter. A finger pull test is required at incoming inspection of the catheter to ensure the band is assembled appropriately. There were no defects or deviations noted. The supplier of the catheter was contacted and they verified the raw material catheter was manufactured with no defects or deviations noted. The sample is unavailable from the customer for investigation. The root cause of the event cannot be determined without reviewing the device used. Previous complaints were reviewed for the same defect mode. In those cases the root cause of this occurrence experienced by the customer was due to excessive force or abnormal interaction during the procedure. The dfu for the product states that excessive force may cause damage to the catheter.